Event description:
It was reported that the patient underwent a left knee revision approximately 3 years and 11 months post-implantation due to pain and loosening. The primary posterior-stabilized knee components were revised to a revision knee system. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: pn: 42532007501, ln: 649655598, psn tib stm 5 deg sz f. Suggested component code: mechanical (g04) ¿ femur. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.